Event description:
It was reported that the 9800 sys shut down during a case. Log files showed sys did lock up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the ffb pcb and reloaded config data. Sys operates as intended.